Event description:
It was reported that the patient experienced dizziness. Episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) and right atrial (ra) channels of the device. Provocative testing was performed and the noise was reproduced. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of over-sensing, noise, and no pacing were not confirmed. The device was received above elective replacement indicator (eri) level. Electrical and mechanical analysis performed at nominal and field conditions indicated normal functionality. Output signal verification under field conditions measured all pacing parameters within normal range, and sensitivity test performed at most sensitive settings was normal. Additionally, visual inspection of the header and connector found no anomaly related to the field concern and no contamination or foreign material detected. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.